Event description:
Customer contacted ortho clinical diagnostics to report a false negative reaction with a pt sample confirmed to have an anti-e. No discrepancies were reported with qc testing. No death or serious injury has been associated with this incident.